Manufacturer narrative:
The device was returned for evaluation. Visual examination of the returned device was performed, and the following was observed: full circumferential liner delamination about 4" from distal tip with c marker still attached at one end only. Liner is bunched inwards at the distal end of delaminated portion. Scratches along the sheath shaft. Remaining liner is expanded as designed, and distal tip is opened as designed. Due to the nature of the complaint, no dimensional or functional testing was able to be performed. The complaint was confirmed through visual examination. Imagery was provided for review. Provided 3mensio imagery was reviewed and the following was observed: calcification and tortuosity are present near the bifurcation. The reported event was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, after successful deployment of 29 mm sur, during removal of 29 mm commander delivery system through 16f esheath the tip of the balloon appeared to catch on the tip of the esheath pulling the radiopaque marker into the body of the sheath. Per imagery review, calcification and tortuosity were present in the access vessel, near the aortic bifurcation. Per evaluation of the returned device, the sheath shaft was slighty curved. The liner was fully circumferentially delaminated for about 4" from the distal tip, and the c marker was attached at one end only. The liner was bunching inwards at the distal end of delaminated portion and scratches were noted along the sheath shaft near the delaminated portion. Calcification and tortuous anatomy can create suboptimal angles and lead to non-coaxial retrieval of the delivery system into the sheath tip. The delivery system inflation balloon may catch onto the sheath tip and lead to withdrawal difficulty. If excessive manipulation is applied to overcome the withdrawal difficulty, it may lead to sheath liner delamination, as reported. As such, available information suggests that patient (calcification, tortuosity) and/or procedural factors (withdrawal difficulty, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate, regarding an implant of a 29mm sapien 3 ultra resilia vlave in the aortic position. After successful deployment of 29 mm sur , during removal of 29 mm commander delivery system through 16f esheath the tip of the balloon appeared to catch on the tip of the esheath pulling the radiopaque marker into the body of the sheath. The sheath was removed and the indwelling perclose sutures were advanced. Manual compression at the access site was performed to achieve hemostasis. The patient was sent to recovery in stable condition.

Manufacturer narrative:
Investigation is underway.